Event description:
It was reported that on (B)(6) 2022, the patient presented for revision of the right ventricular lead due to poor sensing and high capture threshold. During the procedure, it was observed that the lead was pulled back. An attempt was made to pull the lead out, however, it could not be retracted. The lead was then given proper slack, still sensing and capture parameters were unsatisfactory. The lead was ultimately capped and replaced. The patient was discharged.